Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Further evaluation of the patient and a potential lead replacement were discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).